Event description:
It was reported that the patients' hammer toe implant on the left toe (one next little toe) broke in half. Patient reported, he was trying to build up the calf muscle; may have stressed while performing toe lifts. The other two middle toes also have plates and they are okay. In (B)(6) 2013, patient reported that his foot started aching. Currently, he cannot walk far, about 100 yards. Patient reported that it seems like it is getting worse. Sometimes the foot goes numb. Surgeon contacted the sales rep and the implant is to be taken out as soon as possible. Per rep, it was reported that it was a smart toe implant that broke on the left side at the proximal end where the loop connects to the middle. Rep was not present at case, but did speak with the doctor.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported incident could not be firmly confirmed, since the device was not returned for evaluation. Patient reported he was trying to build up the calf muscle; may have stressed while performing toe lifts. Op reports were also provided. The patient was reported to do golfing a lot (and therefore walking a lot). It was reported that the surgeon informed the patient about possibly poor healing because the patient does take enbrel which has been known to slow bone healing. 2 months after the initial surgery, the patient reported to the surgeon during a follow up visit that he recently came back from florida where he golfed an excessive number of holes. During the revision surgery the surgeon noticed that the joint has fused and the implant was broken inside. He has to reopen the bone and separate the two phalanx to remove the broken implant. The patient has also bone disease in his medical history. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage was caused by overloading and excessive activity. Please note that the current IFU reads: factors capable of compromising implantation success. Bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. Senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. Excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads

Event description:
It was reported that the patients' hammer toe implant on the left toe (one next little toe) broke in half. Patient reported he was trying to build up the calf muscle; may have stressed while performing toe lifts. The other two middle toes also have plates and they are okay. In (B)(6) 2013, patient reported that his foot started aching. Currently he cannot walk far, about 100 yards. Patient reported that it seems like it is getting worse. Sometimes the foot goes numb. Surgeon contacted the sales rep and the implant is to be taken out as soon as possible. Per rep, it was reported that it was a smart toe implant that broke on the left side at the proximal end where the loop connects to the middle. Rep was not present at case, but did speak with the doctor.